Event description:
A peritoneal dialysis (pd) pt reported that she completed treatment without alarms. When she opened the cassette door, she found a fluid leak. She had spoken to her pd nurse and was instructed to take antibiotic prophylactically. She was advised to discontinue using the cycler. The disposition of the sample is unk, as additional attempts to contact the pt have not been successful. During follow up, the pt's pd nurse reported that her effluent has remained clear. She did not have any signs of infection. She was prescribed a single dose of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the plant's investigation.